Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-feb-2021 to 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini engine, mini drawer and pcba board were in bad condition and needed a replacement. The field service engineer replaced mini drawer, mini engine and pcba board. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding when a user attempted to remove medication from a drawer. The nature of the procedure was not disclosed. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, when a user attempted to remove medication from a drawer. The nature of the procedure was not disclosed. Patient or user harm was not reported. This event is recorded in complaint number: (B)(4). A field service engineer evaluated the device and resolved the intermittent drawer failures in work order (B)(4).the field service engineer replaced the devices mini engines and controller board. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding, when a user attempted to remove medication from a drawer. The nature of the procedure was not disclosed. Patient or user harm was not reported.